Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a xen®45 gts event described as "eye bled and stent noted to be bent" during implantation in right eye. Device remains implanted. Since implantation, patient experienced "if rolls their eyes or looks down it feels like something is sticking in eye, it is uncomfortable, and hurts. Sometimes the eye turns red and closes up." Treatment has been provided as ointment and eye drops. Events have not resolved.